Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated has been evaluated for the malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The batch 5400433 in question was manufactured at the reynosa site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: the reference samples for the lot 5400433 have already been previously tested in the (B)(4) on 10/apr/2023. The reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report. Functional leak test 1 according to wi-002688 version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing the lot 5400433 was manufactured according to the wi version (B)(4) manufactured in the line multivac 08, on 28/aug/2022, with a total of (B)(4) units. The assembly lot 5400915 was manufactured according to the wi version (B)(4) manufactured in the line assembly of quick-set, on 28/aug/2022, with a total of (B)(4) units. The assembly lot 5400916 was manufactured according to the wi version (B)(4) manufactured in the line assembly of quick-set, on 28/aug/2022, with a total of (B)(4) units. The assembly lot 5400917 was manufactured according to the wi version (B)(4) manufactured in the line assembly of quick-set, on 28/aug/2022, with a total of (B)(4) units. The gluing tube lot 5400913 was manufactured according to the wi version (B)(4) manufactured in the line pegado 04,05 and 08, on 24/aug/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 28/apr/2025 against malfunction leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 5400433 and no other complaints have been registered in databse for the same lot 5400433 and malfunction code. Conclusion summary of the related event. As a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production related to complaint code, only one complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced three infusion set cannula kinked event on (B)(6)2024 for the first 2 and (B)(6)2024 for the last issue. The event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for less than twelve hours. The insertion site was abdomen. The blood glucose level was 351 mg/dl. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3